Event description:
An unknown size endeavor drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. It was reported that the patient expired eight months post initial stent implant. The cause of death is unknown. No further information has been obtained.

Manufacturer narrative:
Evaluation results: other (lack of information no cds, films or operative reports were provided). Death.